Event description:
It was reported that the patient had a large hematoma and probable infected pacer site. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.